Event description:
It was reported that the implantable neurostimulator was not working. The pt was in contact with the device-implanting hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).